Event description:
It was reported that the patient called with upstream occlusion, she stopped and restarted the pump. Now it is alarming high pressure alarm. She has checked all the clamps and tubing. Instructed her to clamp the tubing, the cassette was removed, tubing rubbed and tapped cassette on a hard surface two times. Replaced cassette, unclamp tubing, replace battery and restart pump. Pump displays run. After waiting thirty seconds, the same thing happened. Informed patient to remove the batteries and call her clinic to let them know the pump won't run. No harm to patient. There was no patient injury reported.

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned however the pumps operators manual indicates that the pump will alarm "high pressure" if the pump detects an occlusion; this does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.